Event description:
A malfunction alarm, labeled as malf 12, was reported by the customer. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, and after the reset, the issue did not recur. The customer was advised they may continue using the pump and to report back if any future malfunctions occur.